Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'no problem detected'.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high shock impedance measurements that remained within normal limits. The rv lead was replaced but has not been returned for further analysis. No additional adverse patient effects were reported. This rv lead is no longer in service.